Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue could not be verified. Additionally the alleged usb cable and usb adapter issues could not be verified as they were not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb wall adapter and usb cable. The pump was able to charge successfully while plugged into an alternate usb cable and alternate wall adapter. Replacement charging supplies were sent to the customer. Additionally, the wake button became detached from the pump. Customer¿s blood glucose was 189mg/dl. Reportedly, customer continued to use the pump for insulin therapy.